Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including defib cycler testing, impedance testing, power cycling and bench handling without duplicating the report. The device was recertified and returned to the customer. The batteries and ac power cord used were not returned for evaluation. No trend is associated with reports of this type.